Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged perforation of the ivc. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: medical records received. Based on a review of the medical records provided: a vena cava filter was indicated for a history of dvt and pe. Access was gained in the right internal jugular vein, and a guidewire was advanced without difficulty. A venacavogram identified the renal takeoffs and a patent ivc. The filter was successfully deployed in the infrarenal ivc without incident. A post procedure venacavogram identified the filter in a satisfactory position. Approximately two years and nine months post filter deployment, during a filter retrieval procedure,a venacavogram identified the filter centered within the ivc with no filling defects to suggest thrombus. A gooseneck snare grasped the filter, and the filter was successfully retrieved. A completion venacavogram demonstrated no evidence of extravasation and no significant ivc abnormalities. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Conclusion: neither the device nor images were received. The medical records allege the filter was implanted with the apex at the entrance of the renal veins. Approximately two years and nine months after implantation, the filter was successfully retrieved using a gooseneck snare. Allegedly a venacavogram demonstrated the filter to be centered within the ivc with no filling defects. Neither limb perforation or a previous unsuccessful retrieval attempt were mentioned in the medical records. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that after an unknown amount of time post vena cava filter deployment, some filter limbs were perforating the ivc. Allegedly, two filter retrieval attempts were made; the filter was successfully retrieved percutaneously. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for a history of dvt and pe. Approximately two years and nine months post filter deployment, during a filter retrieval procedure, guided fluoroscopy demonstrated the filter was centered in the ivc with no filling defects. The filter was successfully retrieved with a snare without incident. There was no extravasation identified. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be reviewed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years post vena cava filter deployment, allegedly a CT scan demonstrated some filter limbs perforating the ivc. Seven days later the filter was retrieved successfully & w/out incident. The patient status at this time is unknown.